Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2429304 - 2022 - 00154.

Event description:
The customer reports during unspecified procedures using a 26fr. Resection sheath, the tip of the sheath broke inside the patient. The shards fell inside the patient, but the physician was able to retrieve all the shards. After the issue, the physician was able to complete the procedure with a similar item without any further issues. This has occurred on three occasions. Case with patient identifier (B)(4) reports occurrence 1 of 3, case with patient identifier (B)(4) reports occurrence 2 of 3, case with patient identifier (B)(4) reports occurrence 3 of 3.

Event description:
It was reported that the event occurred during a transurethral resection of the prostate (turp) procedure. The shards were retrieved through the urethra with a grasper. Although shards broke off into the bladder, the surgeon observed that there was no trauma to the urethra or bladder neck at the time of the extraction of the shards. The patient required some additional monitoring due to this incident.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the likely causes of the event are as follows: thermo-mechanical fatigue, wear and tear, and improper handling. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿inspection and testing. Inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures).¿ ¿risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ ¿damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ this supplemental report includes a correction to b5 to provide information that was inadvertently not included on the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.